Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had been getting j olting/shocking all over her body. The rep reported that the patient had stated she thought the shocking may have caused her fall. The rep reported that there were recent x-rays and cervical leads look well positioned and they haven¿t migrated. The rep reported that they didn¿t know when the patient started to get shocking sensations but did know that he saw the patient¿s record that reflected some past reprogramming sessions, though the timing of these isn¿t known. The rep reported that they thought one of these reprogramming sessions was to try to address the shocking. The rep reported that they thought the other reprogramming sessions were routine in nature. The rep reported that they were still considering options as to how to proceed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had been getting jolting/shocking all over her body. The rep reported that the patient had stated she thought the shocking may have caused her fall. The rep reported that there were recent x-rays and cervical leads look well positioned and they haven¿t migrated. The rep reported that they didn¿t know when the patient started to get shocking sensations but did know that he saw the patient¿s record that reflected some past reprogramming sessions, though the timing of these isn¿t known. The rep reported that they thought one of these reprogramming sessions was to try to address the shocking. The rep reported that they thought the other reprogramming sessions were routine in nature. The rep reported that they were still considering options as to how to proceed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of cervical radiculopathy and spinal pain. It was reported that the stimulator was malfunctioning. It was reported that the patient was having a shocking/jolting sensation when the stimulation was turned on. It was noted that the stimulation had been turned off for an unrelated surgery and since the patient has not been able to turn the stimulation on without the jerking sensation. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient received injuries as a result of the failure/malfunction of their implanted device. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the neurostimulator found insignficant anomalies and the battery had a reduced battery capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.